Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Non-physiologic oversensing was observed on the stored atrial lead electrograms. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. The atrial pacing impedance was steady at approximately 481 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and high pacing lead impedance in bipolar configuration. The lead was reprogrammed in unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.